Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2025 from the imedidata study database: at an unknown date in the past, a patient was treated for a pan-aortic dissection due to marfan's syndrome with a total ascending aorta and arch replacement, and the insertion of a stent graft in the descending thoracic aorta. At an unknown date in 2025, it was noted that the thoracoabdominal aorta at the distal end of the previously implanted stent graft had dilated. On (B)(6) 2025 the patient was treated by pre-stenting the renal arteries and the sma with viabahn® vbx balloon expandable endoprosthesis devices. On (B)(6) 2025, the patient was treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and four viabahn® vbx balloon expandable endoprosthesis. The sites were accessed both percutaneously and by cut-down. Some time after deployment of the tambe device, the device slipped down about 4cm. The celiac and left renal artery device were unable to be deployed as intended; and a type 1c endoleak remained between the celiac artery and the tambe device. Although the timing of the device migration is unknown, the physician believes that when the multiple wires were being manipulated in the groin area, that it may have pulled on the device. A reintervention is planned for repair of the 1c endoleak, and to reattempt cannulation of the celiac and left renal artery.

Manufacturer narrative:
H6: type of investigation code b20: the device remains implanted and is not available for analysis. H6: investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Updated h6: type of investigation from b21 to b14,b20, b22. Updated h6: investigation findings from c21 to c19, c20. Updated h6: investigation conclusions from d16 to d15 and d12.